Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. PMA/510(k): similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: unfortunately, no images were provided to assist the investigation and therefore the perforation of vena cava cannot be determined. However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. Cook medical will continue to monitor for similar events. No evidence to suggest that this device was not manufactured according to specifications.

Event description:
Description of event according to initial reporter: on (B)(6) 2011, ivc filter placement was performed via jugular vein. On (B)(6) 2011, CT revealed the filter was tilted and penetrated right side of ivc. The physician decided take a wait-and-see approach. On (B)(6) 2011, the patient is going to be transferred to another hospital. Patient outcome: the patient didn't report pain but it was confirmed that the filter penetrated ivc.